Manufacturer narrative:
The customer requested a parts order only. Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. A review of the service history for this device confirms no subsequent issues have been reported for this device. As per the definition of non-reportable, this device did not cause or contribute to death or serious injury nor would likely cause or contribute to death or serious injury as there is no alleged deficiency.

Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 reporting institution phone #: (B)(4). E1 reporter phone #: (B)(4). A speaker assembly was shipped to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
A quote was requested for a replacement speaker assembly. It is unknown if the device produces sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.